Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, that there were intermittent monopolar energy firing issues. The customer used different cables and instruments, and changed monopolar ports, but the issue persisted. The customer proceeded with the surgery as planned using the same erbe. The intuitive tech support engineer (tse) checked the system logs and integrated electrosurgical unit (iesu) confirmed errors 25920 and 25913 occurred against the erbe. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without any errors. The issue was intermittent and so the surgeon was able to work.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the issue could be confirmed as having occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The unit will be returned to the original equipment manufacturer for additional analysis. The probable root cause could be attributed generator related errors which could be caused by various factors. This error can be resolved through troubleshooting or replacement of the generator.